Event description:
It was reported that there was an alignment issue with the console, as when use it, it fired off target. The case was cancelled and there was no patient involved at the moment of the event.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that laser aiming beam and laser were not matching. The fse performed an alignment and adjustment of the tube alignment near and far, as long as the console arm. The optics and mirror were checked and cleaned. After the alignment performed the problem was resolved, thus, confirming the reported event. The malfunction found could have affected the device performance leading to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was an alignment issue with the console, as when use it, it fired off target. The case was cancelled and there was no patient involved at the moment of the event.